Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results on multiple samples, above the acute myocardial infarction (ami) cutoff and within the risk stratification range, for one pt involving unicel dxc 600i synchrone access clinical system. The elevated results did not correlate with the clinical condition of the pt and were discordant to an alternate methodology, which was negative. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The samples were drawn in bd plastic separation tubes (pst). The samples were centrifuged at <5,000 rpm (rotations per minute) for greater than 5 minutes. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have ben regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.